Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that a patient had a change in ECG rhythm from sinus rhythm with a heart rate of 70 to ventricular rhythm with a rate of >120 twice, lasting 20 minutes but no alarm for vtach was provided as expected. The customer said the vtach alarm setting were hr>100 with >5 pvcs n a row. The patient had an ICD device (implanted pacemaker/defibrillator) and paced mode on the monitoring system was set to on. No adverse event was reported.